Event description:
Fire dept rsponded to a cardiac call, pt in v-tach and pulseless on arrival. The pt's rhythm was analyzed and a shock advised. The pt's rhythm converted to v-tach with a pulse after the shock. Reportedly after the shock the device powered off and could not be turned back on. A back up battery was tried without success. The pt's rhythm converted to a perfusing rhythm without the need for another shock. A back up device was made available and used to continue pt care. The reporter stated no adverse effect to the pt due to device operation. The pt hospitalized at the time of the report.